Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and menorrhagia ("heavy bleeding / abnormal bleeding menorrhagia") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethanol;salicylic acid (acnepell). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2011, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain"), abdominal pain upper ("severe stomach pains/ pain in stomach"), menstruation irregular ("irregular bleeding"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic reaction") with rash, acne ("acne"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal"), mood swings ("hormonal changes describe: mood swings"), inflammation ("inflammation/ gastrointestinal or digestive system condition type: inflammation") and gastrooesophageal reflux disease ("acid reflux") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyterectomy laparoscopic removal of essure device and fulguration of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, menorrhagia, pelvic pain, abdominal pain upper, menstruation irregular, dyspareunia, hypersensitivity, acne, hormone level abnormal, vaginal haemorrhage, migraine, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, alopecia, gastrointestinal disorder and mood swings had resolved and the inflammation and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain upper, acne, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, headache, hormone level abnormal, hypersensitivity, inflammation, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: pain got better along with all other complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: positive. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2019: added events mood swings, inflammation, acid reflux. On 6-mar-2019: outcome of event hormonal changes describe: mood swings was resolved (previously reported as unknown). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in a 33-year-old female patient who had essure (batch no. 952112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included obesity, depression, fatigue, cramp abdominal, ache, nausea, fatigue, vertigo, tetanus, vaginal itching, vaginitis, candida albicans infection, bacterial vaginosis, dysphagia, vomiting, migraine, headache, dysfunctional uterine bleeding, low back pain, cramp in lower abdomen, sciatica, vaginal discharge, hypertension, back strain, cervical pap smear abnormal, metabolic disorder, anterior knee pain syndrome, ecchymosis, pap smear abnormal, arthralgia, pain in joint involving shoulder region, nicotine dependence, pyelonephritis, sinusitis, encopresis, stress incontinence, female, mouth swelling, blood pressure high, hypertension, sexual abuse, asthma, pregnancy test and upper respiratory infection. Previously administered products included for an unreported indication: ibuprofen and tylenol. Concurrent conditions included anxiety since 1999, tobacco abuse, ovarian cyst, borderline hypertension, injury ((B)(6) 2014), gastroesophageal reflux since 2011, temporomandibular joint arthralgia and edema. Concomitant products included ciprofloxacin, clonazepam from 1999 to 2017, cyanocobalamin;folic acid (vitamin b12 + folic acid), esomeprazole, esomeprazole magnesium (esomeprazole cf), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (ketorolac tromethamine), medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012, minerals nos;vitamins nos (prenatal vitamins) from 2011 to 2012 and promethazine. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced libido decreased ("hormonal changes describe: decrease in sexual drive") and mood swings ("hormonal changes -mood swings"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the libido decreased, dysmenorrhoea, dyspareunia, weight increased, female sexual dysfunction and mood swings outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, libido decreased, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pataient did not undergo an essure confirmation test". The patient's concurrent conditions included anxiety since 1999, tobacco abuse, ovarian cyst and borderline hypertension. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"). On an unknown date, the patient experienced libido decreased ("hormonal changes describe: decrease in sexual drive"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss specify which one: weight gain") and mood swings ("hormonal changes -mood swings"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the libido decreased, dysmenorrhoea, dyspareunia, weight increased, female sexual dysfunction and mood swings outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, libido decreased, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: abnormal bleeding (vaginal,menorrhagia), hormonal changes describe: decrease in sexual drive, apareunia, dysmenorrhea (cramping), dyspareunia, weight gain / loss specify which one: weight gain, mood swing, patient did not undergo an essure confirmation test added.new reporter was added. Outcome of events pain and abnormal bleeding from unknown to resolved/recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.